Event description:
It was reported does not do fluoroscopy. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite in the tw pr ID (B)(4) and confirmed that the fluoroscopy was not possible. The fse detected that the camera, control card, the cable between were defective and provided a quote for replacing the defective components to the customer. No service has been performed by philips since the service quote was rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.